Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) and had triggered a lead integrity warning. The patient was noted to be in ventricular fibrillation (vf) and had been in a long ventricular tachycardia (vt)/ventricular fibrillation (vf) episode the day prior. The patient, who was in hospice and was in a do not resuscitate status, had fallen unconscious and died. The patient is a participant in the adaptresponse clinical study. No further information was reported.